Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos and a video were provided by the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for draw volume with the incident lot. A review of the device history record was completed for the incident lot and based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there is an issue with under filling of the tube. The following information was provided by the initial reporter, translated from portuguese to english: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there is an issue with under filling of the tube. The following information was provided by the initial reporter, translated from portuguese to english: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.